Manufacturer narrative:
Product event summary: the lead was not returned; however, performance data collected from the device was received and analyzed. Analysis revealed an indication of over-sensing associated with the right ventricular lead.

Event description:
It was reported the lead displayed noise. The lead remains in use and it has not been determined if intervention will take place. No patient complications have been reported as a result of this event.